Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(4). A medtronic representative visited the site to evaluate the equipment. It was found the m button on the pendant would only work intermittently. The pendant was replaced and the system passed checkout. Codes 10, 180, and 4307 are applicable. The returned pendant was analyzed, but no failures were found. Codes 10, 213, and 67 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site was "calibrating the system and now it will not dock, the gantry will not close, and it is stuck all the way to the right." This was reported outside of a procedure. There was no patient involved.